Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery took longer than normal to be charged, and deliver boluses. Customer¿s blood glucose level was 55 mg/dl. Customer declined troubleshooting with tandem technical support.